Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the pump failed to power on. Moisture was observed behind the display. Download of black box data was not available due to moisture found in the pump. The pump case was removed and moisture damage was found on the motor flex connector and the printed circuit board. Full investigation was prohibited due to moisture damage in the pump. A leak test failed due to case seal leak; a crack was observed in the battery compartment below the finger pad.